Event description:
The complaint is reported as: "while placing central line in patient during trauma resuscitation, the central line tubing bent at tip. Large-bore multi-lumen cvc kit with blue flex tip. Arrow-howes agb catheter for high volume infusions. No injury to patient."

Manufacturer narrative:
(B)(4). The customer returned one, 3-lumen cvc for analysis. Signs-of-use in the form of biological material was observed inside the skive holes. Visual analysis did not reveal any defects or anomalies of any kind. The catheter body length from the juncture hub to the distal tip measured 166mm which is within the specification limits of 157mm-177mm per the catheter graphic. The catheter body outer diameter measured 3.98mm which is within the specification limits of 3.96mm-4.06mm per the catheter extrusion graphic. The catheter inner diameter at the distal tip measured .965mm which is within the specification limits of .950mm-1.020mm per the catheter graphic. A lab inventory syringe filled with water was attached to all the catheter extension lines and compressed. Water was observed exiting out of the respective exit points for each extension line. No defects or anomalies were observed. Performed per IFU statement "prepare the catheter for insertion by flushing each lumen and clamping or attaching the injection caps to the appropriate pigtails". The IFU provided with the kit informs the user, "do not suture directly to the outside diameter of the catheter to minimize the risk of cutting or damaging the catheter or impeding catheter flow". The IFU also states, "do not apply excessive force in removing guide wire or catheters. If withdrawal cannot be easily accomplished, a chest x-ray should be obtained and further consultation requested." The report of a cvc catheter with a damaged/defective tip was not confirmed through complaint investigation. Visual analysis did not reveal any defects or anomalies of any kind. Additionally, the catheter met all relevant dimensional and functional requirements. Based on the customer report and the sample received, no problem was found with the returned sample. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4). It was reported the patient had a fatal gunshot wound and died on (B)(6) 2021 from his injuries. The user facility reported the device did not cause or contribute to the patient's death.

Event description:
The complaint is reported as: "while placing central line in patient during trauma resuscitation, the central line tubing bent at tip. Large-bore multi-lumen cvc kit with blue flex tip. Arrow-howes agb catheter for high volume infusions. No injury to patient."